Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low (B)(6) result for one sample from a patient who was nine months pregnant. The result from cobas 8000 e602 module serial number (B)(4) was negative and the results by abbott and beckman methods were positive. No specific result data was provided. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. Sample from the patient was submitted for investigation.

Manufacturer narrative:
Sample from the patient was submitted for investigation. The result for elecsys (B)(6) combi pt was (B)(6) and for innolia (B)(6) immunoblot, the result was (B)(6). Based on these results, the sample was considered to be (B)(6) and the sample was most likely from a patient without a (B)(6) infection. No product problem was found and the assay performed within specification.